Event description:
As reported: when the black shrink lock was removed after unpacking the coil, a thread-like substance was found to be coming out of the introducer sheath. The substance was removed. The coil was attempted to be inserted into a microcatheter, but strong resistance was encountered in the introducer sheath and the coil could not be advanced. The coil was withdrawn and removed. The coil was replaced with another coil of a different size to continue the procedure as there was no back up of the same size coil. Subsequently, the procedure was successfully completed. No health damage to the patient.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. The alleged product issue/event as described could not be confirmed.

Manufacturer narrative:
Items returned: n/a visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging was not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review: [serious malfunctions] ·coil migration or misplacement ·premature or difficult coil detachment [serious complications] ·hematoma at the site of entry ·vessel perforation ·aneurysm rupture ·parent artery occlusion ·incomplete aneurysm filling ·emboli, hemorrhage, ischemia, vasospasm ·clot formation ·revascularization ·syndrome, and neurological deficits including stroke and possibly death. 4. The hes should not be immersed in any organic solvent-containing agent, such as alcohol for disinfection, or wiped with any agent. [The hes may become damaged, cracked, or less lubricant.] 3. Preparation of the delivery of coil system (1) remove the detachment controller from the package. The detachment controller is separately packed as a sterile device. Pull the white pull-tab from the side of the detachment controller. Discard the pull-tab and place the detachment controller in the sterile field. (4) wait three seconds and observe the indicator light on the detachment controller. Note - if the green light does not appear or if a red light appears, replace the device. Note- if the light turns green, then turns off at any time during the three-second observation, replace the device. Note- if the green light remains solid green for the entire three-second observation, continue using the device. (5) remove the hes from the dispenser hoop by pulling the proximal end of the delivery pusher until the hes completely comes out. (7) slowly advance the hes implant out of the introducer sheath and inspect the entire delivery pusher, the coil, and the distal end of the delivery pusher for any irregularities, such as a break, kink, stretch or coil detachment. Note - if any damage is observed, replace the hes with a new one. Note- the use of a damaged coil may injure the vessel or cause an unexpected reaction of the coil during coil placement or detachment. (8) while holding the introducer sheath vertically, gently and carefully retract the coil back into the introducer sheath about 1 to 2 cm from its distal end. Note - the coil must be gently retracted. Otherwise, it may become stretched, tangled, damaged or break. The physical device was not available for evaluation to determine if a condition existed that would have caused or contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
As reported: when the black shrink lock was removed after unpacking the coil, a thread-like substance was found to be coming out of the introducer sheath. The substance was removed. The coil was attempted to be inserted into a microcatheter, but strong resistance was encountered in the introducer sheath and the coil could not be advanced. The coil was withdrawn and removed. The coil was replaced with another coil of a different size to continue the procedure as there was no back up of the same size coil. Subsequently, the procedure was successfully completed. No health damage to the patient.